Manufacturer narrative:
Follow-up report #1 incorrectly read (B)(6) 2011, as the returned to manufacturer date. Correct date is (B)(6) 2011.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Meter powered on with button and insertion of cal bar and strips. Power issue with the strip port was not observed. The complaint was not confirmed and no new issues were observed.

Event description:
A customer reported her precision xtra blood glucose meter would turn on when the button was pressed, but not with test strip insertion. She further reported that on (B)(6), 2011 she suddenly experienced a loss of consciousness and fell, which resulted in her sustaining a bump on her head. Customer additionally noted that upon awakening she was "sweating profusely". No third-party emergent medical intervention was reported. Customer self-treated by eating food. There was no report of death or permanent injury associated with this event.